Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports waking up with high blood glucose levels and a pod occlusion alarm. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness. Nausea and frequent urination. In addition the patient reports having bleeding at the pod infusion site (hip/buttocks). Upon arriving at the hospital emergency room the patient was treated with intravenous fluids, zofran (4 mg), morphine (4 mg) and 14 units of insulin. The patient was discharged from the hospital after 7 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.